Event description:
According to the reporter, while preparing supplies for surgery, 3 sutures broke prior to use. Another suture was used with no issue. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.